Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) exactamix 250 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bags leaked. These were identified after compounding in the pharmacy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6, h10. H10: one (1) device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed and a leak was observed between the spike port tubing and spike port bonding area. The reported condition was verified. The cause of the condition could not be determined; however, is most likely due to inadequate or lack of cyclohexanone being applied to the spike port tube when it was inserted into the spike port during manufacturing. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.